Manufacturer narrative:
The reported inaccuracy was greater than 6mm. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. An archive of the tracer pattern used for registration was not available from the site for analysis. Unable to determine root cause with the information provided.

Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse called from the operating room (or) alleging that while in an ear, nose & throat (ent) procedure, the patient registration was inaccurate. It was reported that during the first registration, the patient tracker was closer to the patient's nose in the software instead of the forehead. In trouble-shooting, tracer was re-set, tracker was moved to the forehead and the patient was re-registered. The surgeon stated accuracy was much better, however, might be off a "little bit" when checking accuracy on the midline of the teeth. No specific measurement was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.